Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code mechanical (g04) stem. Upon visual inspection the stem had debris on the body. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to unknown product location. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: us157858, m2a-magnum pf cup 58odx52id, 711280; 157452, m2a-magnum mod hd sz 52mm, 661120; 139268, m2a-magnum 52-60mm tpr ins std, 386570. Consumer: attorney. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 04361; 0001825034 - 2018 - 04362; 0001825034 - 2018 - 04363.

Event description:
It was reported that patient underwent right hip revision surgery approximately 7 years post implantation due to multiple metal on metal complications. Complications include pain, clicking, instability, radiolucency, bone fracture, elevated metal ions, metallosis, pseudotumor, and cyst. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative notes. The operative note from the initial surgery notes the hip was found to be stable. The revision operative notes confirm patients revision due to pain, elevated metal ion levels, and metallosis. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent right hip revision surgery approximately 7 years post implantation due to multiple metal on metal complications. Complications include pain, clicking, instability, radiolucency, bone fracture, elevated metal ions, metallosis, pseudotumor, and cyst. During the surgery, there was peeling of the porous coating and the stem was removed with significant difficulty requiring a femoral osteotomy and was fixed with cable grafts. The acetabulum pathology is severe with metallosis and pseudotumor around the cup causing it to be difficult to remove. The remainder of the acetabulum had severe cyst formation and bone grafts were placed in the area. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.